Event description:
Reporter indicated that a lead test and normal mode test resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible lead malfunction. It was reported that the patient fell off a couch in 2002 and the patient has since been experiencing an increase in seizure activity. The patient reported that they could no longer feel device stimulation. Further follow-up concluded that the lead and pulse generator (concomitant device) were explanted. A new vns system was implanted. The surgeon stated that the high impedance event may have been caused by adhesions on the vagus nerve. The lead was discarded following the explant. The patient is currently doing well with their new system.